Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However found moisture damage to the keypad traces during our visual inspection. No unexpected numbers scrolling during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. Unable to verify battery cap damage due to pump received without the original battery cap.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 324 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.